Manufacturer narrative:
The customer performed a precision study and indicates that the results were acceptable. The customer also indicates that the vancomycin quality control (qc) results are within the acceptable ranges and no further discrepant results have been generated. Review of the returned system logs was not able to identify the cause of the false decreased vancomycin result. The architect system operations manual provides adequate labeling with regard to limitations of result interpretation and troubleshooting the customer issue. To date no subsequent complaints of this nature have been documented against s/n (B)(4). A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Based on the available information neither a deficiency nor malfunction was identified.

Event description:
The account generated a falsely depressed multigent vancomycin of 14.9 ug/ml on a patient tested on the architect c8000. The multigent vancomycin of 14.9 ug/ml was reported outside of the laboratory and the patient received vancomycin treatment. Laboratory range used is 10 to 20 ug/ml. Later, the track system went down in the laboratory and the same sample was inadvertently repeated generating a multigent vancomycin of 35 ug/ml. The laboratory critical value is 30 ug/ml. The specimen was repeated generating a multigent vancomycin of 35 ug/ml. Another sample was obtained from the same draw time tested with multigent vancomycin of 35 ug/ml. A corrected lab report of vancomycin of 35 ug/ml was sent. A new sample was obtained after vancomycin treatment which resulted in multigent vancomycin of 25 ug/ml and repeated at 25 ug/ml. The next day, a new sample was obtained from the patient which tested multigent vancomycin of 11 ug/ml. No information will be forthcoming whether the vancomycin treatment given with a result of 14.9 ug/ml was given appropriately or if treatment was unnecessary. No adverse outcome to the patient was reported. No patient information was provided.

Manufacturer narrative:
Low test results ; (B)(4) - (additional vancomycin dose) an evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.